Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the emergency room (ER). No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of severe abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable, elevated wbcs noted) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration unavailable) and was discharged the following day (B)(6) 2022 as her complaints of abdominal pain had subsided. The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the cause of the patient¿s peritonitis was never discovered. However, the pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.